Manufacturer narrative:
The device remains implanted, and the pt is reportedly doing well. This is the final report.

Event description:
Shortly after a lead revision procedure, the pt experienced a slowing heart rate. The physician decided to implant a pacemaker. The pt had pre-existing heart problems.